Event description:
Procedure performed: laparoscopic cholecystectomy. Device malfunctioned. No patient injury. Laparoscopic cholecystectomy. Limited information available. Additional information was received via telephone on 25apr2019 at 12:10pm from acct. Mgr. The lot number is 1346597. The device was place in the original packaging, in a red bag and placed into a box for return. The clips were scissoring. This occurred with the first clip and continued even when testing it on the back table. There was no patient injury and the unit was replaced with a new unit and the case continued. The surgeon is an experienced user. It was unknown if the clip was loaded properly into the jaws prior to actuation. The surgeon did not torque the jaws on vessel or tubular structure. The clip was not closed over thick/dense tissue. The surgeon did not skeletonize the tissue while the clip was loaded into the jaws. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device insertion through the trocar. Additional information received via email on 30apr2019 from acct. Mgr. "I contacted the customer this morning. They have already sent the package. I believe the clip packaging may be in the returned box. Other than that, there is no way now to determine the lot number." Additional information was received via telephone on 21may2019 at 8:36am from acct. Mgr. A clip scissored over a vessel. As part of the procedure they would clip over a vessel and they noticed the clip scissor. This occurred from the beginning and they tested it on the back table and saw it scissor again. Patient status: no patient injury occurred associated with the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering dissembled the event unit and observed that the channel support assembly (csa) was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa. It is likely that the csa was caught underneath the jaws before the device was inserted through the trocar and was damaged when the jaws collapsed to fit through the trocar. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Device malfunctioned. No patient injury. Laparoscopic cholecystectomy. Limited information available. Additional information was received via telephone on 25apr2019 at 12:10pm from acct. Mgr. The lot number is 1346597. The device was place in the original packaging, in a red bag and placed into a box for return. The clips were scissoring. This occurred with the first clip and continued even when testing it on the back table. There was no patient injury and the unit was replaced with a new unit and the case continued. The surgeon is an experienced user. It was unknown if the clip was loaded properly into the jaws prior to actuation. The surgeon did not torque the jaws on vessel or tubular structure. The clip was not closed over thick/dense tissue. The surgeon did not skeletonize the tissue while the clip was loaded into the jaws. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device insertion through the trocar. Additional information received via email on 30apr2019 from acct. Mgr. "I contacted the customer this morning. They have already sent the package. I believe the clip packaging may be in the returned box. Other than that, there is no way now to determine the lot number." Additional information was received via telephone on 21may2019 at 8:36am from acct. Mgr. A clip scissored over a vessel. As part of the procedure they would clip over a vessel and they noticed the clip scissor. This occurred from the beginning and they tested it on the back table and saw it scissor again.